Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, at creation of the circular gastric anastomosis, a piece of plastic off the end of the circular stapler fell into the cavity of the patient. The piece of plastic was removed and the anastomosis was inspected and found to be complete. A leak test was performed with no air bubbles present. When the adapter was connected to the powered stapler, a zero indication was shown on the handle's display. The adapter had been used for less than 5 cases. A second adapter was used with the same handle and it worked correctly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the instrument was fully applied. The anvil was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. The staple guide was observed to be damaged, with a portion broken off and cracks visible throughout the guide. It was observed that the knife area where the staple guide was broken had significant material residue which suggests tissue struggle or effort in that portion. Functional testing was not performed due to the observed staple guide damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur due to firing over thick tissue which causes an excessive force that can lead to staple guide breakage. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.